Event description:
The customer reported that the system would not work during fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The usb hub and the usb adapter were replaced. The system was tested and found to be working as intended and put back into service.